Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 274 mg/dl on their blood glucose meter. The consumer bolused an unknown amount of insulin then ate breakfast. Several hours later she experienced a hypoglycemic event while driving and pulled over and consumed 20 glucose tablets to raise her blood glucose level. She admittedly did not eat lunch that day. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.